Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's leads were checked and looked intact. At the (B)(6) 2017 office visit the patient was doing better. Their symptoms were better and they did not wish to change from program 3. The cause of the "big problem" was that the patient was on program 1 and feels better on program 3. The issue was reportedly resolved. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they had to re-sync the patient's ins and, when they did that on (B)(6) 2017 at the healthcare professional (hcp) office, just like magic, it worked and caused no more symptoms. The cause of the issues was not determined. The only thing they could contribute the issues to was the angle of the chair; it just got so uncomfortable and they had to stand. The issues were noted to be resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy. The patient stated that they had a ¿big problem¿ with the ins when they went to see a movie today. They noticed ¿trickling¿ at the end of using the restroom so they turned it up as high as it could go but it did not change anything. The doctor told them to switch to program 1 and after 15 minutes they felt it ¿differently¿ in the pelvic area and began to have back spasms. The patient turned the stimulation off (currently off) but there was serious pain in their back and it was ¿back to where it was before¿. They felt like the trickling was getting worse and they were afraid of retention. The patient mentioned that if they need to get a catheter they will. The patient also reported they had a steroid shot yesterday. The patient was afraid to switch to program 3 or 4 because of what they felt on program 3. It was noted that the patient did feel the stimulation and used to be on program 3 at 1.4 since the device was implanted in dec. And it worked great. The patient had the ins for ¿back pain/bladder¿. The patient had an appointment the (B)(6) 2017 with their doctor. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had back spasms up and down the back and has a terrible back. The caller reported that the patient programmer (pp) was "out of sync" and the patient was vacuuming the next day and "there went my back, holy crap, what did I do?" The patient had to stand up because it was "agitating" their back and "the machine went out of sync." The patient was unable to turn stimulation up that night and the next day the hcp told the patient to go to program 1 and 15 minutes later "stuff was shooting up spine." The patient's "bladder and [patient] had spasms all day for 2 days." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.